Event description:
Report received from the USA stating that there are damaged component - bearings. It is unk if the device was used during surgery. It is unk if there was injury or medical intervention related to this event. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR be sent. (B)(4) .